Event description:
In 2009, the patient reported that 2-4 months ago she had 2 insulin infusion sets that had kinked cannulas. As a result, she had elevated blood glucose readings in the 300's mg/dl. She said she corrected her readings by changing her infusion headset. Courtesy infusion sets and a guide to infusion site management were sent to the patient. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.